Manufacturer narrative:
The complaint investigator reviewed the returned certain® locator® abutment 4.1mm(d) x 3mm(h) with a digital microscope and attached photographic evidence. The following is concluded from the review: confirmed to be internal connection locator abutment. The abutment is confirmed fractured as reported in the complaint, compromising function. The locator abutment appears to be in overall good condition with only slight wear present on one side of the locator surface. DHR review could not be completed due to lack of lot number. The component was returned to zest anchors (B)(4) 2015 for investigation. Zest anchors owns the risk management documentation. Zest response: zest quality department evaluated the returned parts and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. After review by zest, the reported fracture was confirmed. There is no information to suggest a nonconformance with the components contributed to the reported event.

Event description:
The doctor reported that the patient presented with a fractured locator abutment (abutment was originally placed in 2005). The abutment fractured just above the beginning of the threads. The doctor indicated that the screw fragment was removed from the implant by using a stock screw removal kit.